Event description:
Big boy hospital bed malfunctioned while pt prone in the bed. Pt was elevated screaming and hosp cna came to rescue. Pt grabbed the cna and both were elevated until the hosp bed hit the ceiling, breaking the light fixture on the ceiling and flourescent lights broke causing glass to rain down on pt, and cna was transported to the emergency room with a broken arm. Remote control on bed was out of reach of the pt and no one else was in the room at the time of the event.